Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set, pt found fluid leaking into the cycler. The origin of the leak could not be identified. Pt did not receive any antibiotics and has had no adverse effects. Sample is available.